Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states she feels well and requires no medical attention. The customer's expected blood results are 150-250mg/dl fasting. Verified the strips expire 07/31/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a back to back blood test 414mg/dl and 460mg/dl fasting. Reviewed meter memory (B)(6). No adverse event reported.